Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
Hill-rom technical support recommended replacing or cleaning the hi/low break assembly. The facility has not completed repairs to the bed.